Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. When the surgeon was preparing to suture the incision, opened the suture packaging and found that one of the sutures had pulled off suture needle and another suture was selected for suturing. The suture needle broke during the suturing process. Immediately found the broken needle and replaced it with a new one to continue suturing. The surgery was successfully completed. This increased the patient's operation time and increased the risk of product quantity counting. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. The following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device batch 104tbd, xcw8710-12 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.